Event description:
The pt was admitted to the hosp for revision of a left total hip arthroplasty with bone graft. During the course of the procedure; it was discovered that the surgical prosthesis package did not contain the proper femoral head and neck trunion components. Surgery was abandoned and a re-operation was conducted later that day when the prosthesis components were received.